Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 30 mg/dl at the time of the incident. The customer experienced symptoms such as vomiting. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed, as the customer's mother will call back to complete trouble shooting. The insulin pump will not be returned for analysis.